Event description:
The pt reported experiencing elevated blood glucose of 320 mg/dl at 3:50 am in 2009. He bolused and the infusion device displayed e6 (mechanical) error and a8 (bolus canceled) alert. He changed the battery and e6 was again displayed. He changed the accessories and rewound the piston rod to clear the e6 error. At 9:00 am, his blood glucose measured 220 mg/dl. The next day, his blood glucose measured 400 mg/l at 10:00 am, and he bolused 6 units through the infusion device. The following day at 2:00 am, his blood glucose measured 200 mg/dl. His normal blood glucose level is 120 mg/dl the pt does not believe the infusion device is delivering the basal rate correctly. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.